Event description:
This case involved a male, who underwent an atherectomy for ischemia of his left leg in 2006. During the procedure, the surgeon was using the catheter and noticed a split at the port. There was no injury to the pt, but the surgeon did obtain a different catheter to finish the case. The pt did tolerate the procedure well and was later discharged to home in stable condition.